Event description:
It was reported that the patient had inadequate stimulation. The lead and ipg were adjusted and the clik anchor was replaced. The patient was doing well postoperatively and the explanted device will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).